Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and observed an occlusion/no irrigation issue (device was used in the patient). Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 10-feb-2026. The device was used in the patient. Smartablate pump was used. No error was noted from the irrigation pump. At first, the patient was able to perform normal perfusion and then, took out the body for placement. When used again, it was found that the perfusion hole was blocked. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of irrigation. The occlusion/no irrigation issue was originally considered non-reportable, however, bwi became aware on 10-feb-2026 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 10-feb-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and observed an occlusion/no irrigation issue (device was used in the patient). The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 13-apr-2026. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub and the wire got stuck at the tip area. The tip was dissected and the irrigation tube was inspected and it was found the irrigation tube folded into a "z" shape in the transition between the tip to the sheath. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contains the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. This product issue will be addressed through j&j's quality system. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the irrigation tube folded into a "z" shape in the transition between the tip to the sheath¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).